Event description:
The user was re-implanted. Per explantation report there were approx. 8 extra-cochlear channels.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted for a post-operative active electrode migration out of the cochlea. In addition a complete insertion was not achieved at implantation surgery. Reportedly 7 channels were left extra-cochlear. This is a final report.

Event description:
Imaging has reportedly shown a partial migration of the electrode out of cochlea. A revision surgery is scheduled for (B)(6) 2023.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. In addition a complete insertion was not achieved at implantation surgery. Reportedly 7 channels were left extra-cochlear. A revision surgery is planned for (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Imaging has reportedly shown a partial migration of the electrode out of cochlea. A programmming and device investigation appointment is arranged for (B)(6) 2023. The surgeon is considering repositioning / re-implantation.